Manufacturer narrative:
Device evaluation summary: test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all functional testing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues. Root cause findings indicate that there may have been insufficient adhesion of the dip coat to the header resulting in fluid ingress.

Event description:
Clinical history: (B)(6) 2008 - original implant surgery (right ear), (B)(6) 2008 - device activation, (B)(6) 2008 - fitting, (B)(6) 2008 - fitting, (B)(6) 2008 - fitting, (B)(6) 2008 - fitting, (B)(6) 2009 - fitting, (B)(6) 2009 - fitting, (B)(6) 2009 - fitting, (B)(6) 2010 - revision surgery to remove medcem that was binding the incus due to reported symptoms of feedback, (B)(6) 2011 - fitting, (B)(6) 2013 - fitting, (B)(6) 2013 - diagnostic analysis due to reported symptoms of feedback. The (B)(6) 2013 - fitting. On (B)(6) 2013 - diagnostic analysis due to reported symptoms of feedback. On (B)(6) 2013 - revision surgery to replace sp due to sp header abrasion (CAPA (B)(4)). On (B)(6) 2013 - fitting, (B)(6) 2014 - fitting, (B)(6) 2015 - fitting, (B)(6) 2017 - case review due to reported symptoms of feedback. On (B)(6) 2017 - fitting, (B)(6) 2017 - updated case review due to reported symptoms of feedback, (B)(6) 2017 - revision surgery to replace sp. Sp header abrasion initially suspected. Replacement of sp resolved patient's symptoms. On (B)(6) 2017 - device received at emc for evaluation.